Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The device would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had cardiac arrest. Cardiopulmonary resuscitation was performed and upon emergency medical services arrival, the patient was fib-shocked once. The patient did not have a history of arrhythmia prior to the left ventricular assist device (lvad) implant and implantable cardioverter-defibrillator (ICD) was implanted prior to the lvad implant. The patient passed away. The outcome was not device or therapy related.